Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cause was due to a severe intensity, medium sized fixed perfusion defect in the mid anterior, apical anterior, and apical lateral wall(s) and apex. This indicated medium infarction in the left anterior descending (lad) coronary territory. Diagnostic testing that supported this finding was high-sensitivity troponin of 4,600 without st-elevations. The patient had symptoms of chest pain. Medication adjustment was able to resolve the issue.

Manufacturer narrative:
Section h6 health effect - impact code: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events until they expired on (B)(6) 2024 (reference MFR#: 2916596-2024-05875). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists myocardial infarction as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a non-st-segment elevation myocardial infarction (nstemi).